Event description:
It was reported that the pca history shows there were zero attempts made, zero delivered when registered nurse (rn) verifying the IV infusions. However when she went to volume infused for each module, the volume for the pca was 13ml. She cleared the pca pump however she did not document that volume as the patient stated that she did not press the pca dose request cord. She reported that the patient is on a pca dose only and said patient is alert and oriented x4 and an accurate historian. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an pca over infusion / dose delivered without request was not determined because no products or device logs were returned.

Event description:
It was reported that the patient controlled analgesia (pca) pump delivered medication when no request was made. When the clinician went to volume infused for each module, the volume for the pca delivered was 13ml. The clinician cleared the pump. The patient indicated they did not request a dose. The clinician assessed the patient was "alert and oriented x4 and an accurate historian." There was patient involvement, but no harm.